Event description:
A (B)(6), female, pt, called zoll customer support to report that her battery packs were not holding a charge. The pt was issued two replacement battery packs.

Manufacturer narrative:
Device eval of battery packs sn (B)(4) has been completed. The reported problem (won't hold charge) was confirmed. Upon investigation the two battery packs were unable to power up a test monitor. The two batteries were excessively drained to the point where they were unable to recharge. The root cause for the excessively drained battery packs could not be positively identified. No adverse event resulted from the defective battery packs. The pt received two replacement battery packs. Battery pack sn (B)(4), manufactured 10/2009. Battery pack sn (B)(4), manufactured 12/2009.